Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date unavailable. During internal testing, a software anomaly was found when the frame settings are updated the cross-hairs do not update. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the cross-hairs didn't move when user updated frame settings. There was no patient present when this issue was observed.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. Software analysis determined that this issue was caused by a known software anomaly. The anomaly is being tracked by an internal medtronic database. If information is provided in the future, a supplemental report will be issued.